Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary: an individual tyvek from a harh36 was returned for analysis. Upon visual inspection, a piece of the blister was attached to the tyvek. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The condition of the package is indicative of handling and storage issues which occurred outside of ees control. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that before the doctor began l-lar surgery, the circulating nurse found out that package of harh36 was broken. A new device was requested. The procedure was successfully completed and no patient consequences were reported. No additional information is available.